Event description:
Boston scientific received information that during a device upgrade procedure this guiding catheter dissected the coronary sinus. The left ventricular (lv) lead implant was abandoned and was completed at a later date. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this product will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.